Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. 1221359-2022-03363.

Event description:
The customer reported two false positive results with the ID now covid-19 assay with the same patient on an unknown date. This report is for test result two (2) of two (2). Confirmation pcr testing was performed (platform unknown) the same day which generated a negative result. The patient was reported to have been asymptomatic at the time of testing. No additional information including patient health status or outcome was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m15870 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m185870 and test base part number 190-430 / lot m185870. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m15870 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.